Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device expiry date: 02/2018.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately six months post filter deployment, a computed tomography (CT) scan revealed that the occlusion at the level of the filter and the patient was diagnosed with thrombus above the filter. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months later, computerized tomography-abdomen with contrast demonstrated extensive thrombosis was noted within the inferior vena cava from the level of the infrarenal inferior vena cava filter extending into the common iliac veins bilaterally. A small thrombus was noted at the tip of inferior vena cava filter, located above the filter. After one year and ten months later, computerized tomography-abdomen without contrast was performed which showed that an inferior vena cava filter was in place. After two weeks, the patient diagnosed with occluded inferior vena cava filter. Fluoroscopic removal of embedded inferior vena cava filter was performed via right internal jugular vein was compressible and accessed using a micropuncture needle. The micropuncture sheath was then removed and a 12 french sheath was advanced over the wire into the inferior vena cava. Contrast injection confirmed complete occlusion of the inferior vena cava at the level of the inferior vena cava filter. A kumpe catheter and glidewire were used to recanalize the vertical portion of the inferior vena cava through the indwelling inferior vena cava filter. Attention was now directed toward removal of the indwelling inferior vena cava filter. The trans jugular sheath was exchanged for a 16 french sheath. The 63 cm long 9 french sheath from the bard inferior vena cava filter removal kit was advanced through the trans jugular sheath. A 12-20 mm ensnare was used to catch the hook of the filter. Using substantial traction while forcefully advancing the 9 french sheath over the filter, the filter was able to be removed. The 9 french sheath was withdrawn. Complete occlusion of the infrarenal inferior vena cava beginning at the level of the indwelling inferior vena cava filter. Technically embedded denali inferior vena cava filter was removed intact and inspected to confirm that no arms or legs were fractured. Therefore, the investigation is confirmed for alleged obstruction of blood flow. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 02/2018), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately six months post filter deployment, a computed tomography (CT) scan revealed that the occlusion at the level of the filter and the patient was diagnosed with thrombus above the filter. The device was removed percutaneously. The current status of the patient is unknown.